Manufacturer narrative:
Per the tandem t:slim g4 user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 400s mg/dl. The customer had used the infusion set site for 5 days. The site was changed out and a correction bolus was delivered. The bg returned to the target level. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.